Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device failed to discharge. Complaianant did not indicate that there was any adverse effect to the pt due to the reported malfunction.